Event description:
The customer reported that the system would not display any images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable between the c-arm and the monitor was upgraded. The system was tested and found to be working as intended and put back into service.